Event description:
It was reported that during a therapeutic hemorrhoidectomy procedure, the probe over heated and brunt at the tip. The device was removed and replaced with a second similar probe but that also burned at the tip. A third device was used and the intended procedure was completed. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation confirmed the teflon pad damage. Visual analysis found the teflon pad detached and burned. This type of teflon pad damage can result from continuous activation of the output without tissue between the probe and the grasping section.